Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were consumed in the event.other devices involved in the event are:model: 105-7100-080; lot: 7611060; dom: 07/09/2009; exp: 04/30/2012.model: 105-7100-080; lot: 7567358; dom: 07/08/2009; exp: 04/30/2012.model: 105-7100-060; lot: 7554862; dom: 06/19/2009; exp: 05/31/2012.model: 105-7100-060; lot: 7426893; dom: 05/26/2009; exp: 04/30/2012.model: 105-7100-060; lot: 7641392; dom: 07/27/2009; exp: 06/30/2012.model: 105-7100-080; lot: 7633194; dom: 07/16/2009; exp: 05/31/2012.(B)(4).

Event description:
The procedure is part of the (B)(6) study. Treatment of an arteriovenous malformation deeply located in the cerebrum, non-eloquent area. It was reported that the patient underwent an onyx embolization on (B)(6) 2009 using three onyx 34 and another onyx embolization on (B)(6) 2010 using three onyx 18 and one onyx34. The patient had left hemiplegia following the procedure. Follow-ups were conducted six and twelve months post surgery with no abnormalities reported. During a follow-up conducted 24 months post procedure, it was reported that the patient still had left hemiplegia and an old cerebral infarction. No other complications were reported with the patient as a result of the procedure.